Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, the fse cleaned the rails and adjusted them to fit the racks more evenly. Fse then verified proper operation without any errors. Fse then ran patient samples without any errors. The instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the install date of 23-aug-2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of error 2300 messages was due to the rack guide was out of alignment.

Event description:
A customer reported intermittent 2300 s. Loader step feed failure error messages with the aia-900 instrument. The customer reported that the racks are jamming because the rack stabilizer was sticking causing the racks to be pushed up. The instrument was recently serviced but the error has continued. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.